Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction e1 event site full name: (B)(6).

Event description:
It was reported by the customer that before use during inspection cs100 intra-aortic balloon pump (iabp) found white band artifacts on the device display. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit he states, the device display screen has white band artifacts, the connection line and the screen are faulty, and after replacing the accessories 10.4in display w/ rtv bead seal (0160-00-0113) and (0012-00-1747) cable video receiver to lcd, the various functional parameters of the device are normal and delivered to the customer for use.

Event description:
N/a